Manufacturer narrative:
The additional proglide devices referenced are filed under separate medwatch report numbers. Visual inspections were performed on the returned device. The reported suture break was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in both common femoral veins was completed with one proglide device at each of four access sites, two at the right common femoral vein- 6f and 8f sheaths and two at the left common femoral vein- 6f and 7f sheaths, using the pre-close technique, prior to an interventional atrial fibrillation ablation procedure. Reportedly, the sutures of all four proglide devices broke during knot advancement. An additional proglide device was used at each access site to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.